Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was not at elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.

Event description:
Boston scientific received information that approximately three months ago this pacemaker had an estimated remaining longevity of less than six months. On recent evaluation it was now estimating two years, but had a magnet rate of 90 ppm. The field representative consulted with boston scientific technical services (ts) as to which reading to use. Ts suggested to use the more conservative, magnet rate measurement of 90 ppm which indicated less than one year remaining. It was discussed that changes in outputs and lead impedances could cause the remaining longevity estimates to change. Additional information was received that the device was successfully changed out. No adverse patient effects were reported.